Event description:
The customer reported that prior to the procedure, the system would not power up correctly and displayed a message, "fluidics not available". The pt had not been prepped for surgery. The case was cancelled. There was no pt injury.

Manufacturer narrative:
The company service rep examined the system and was able to replicate the problem. He replaced the solenoid pads. Further testing determined that the root cause of the failure was the poron washer of the vent solenoid gasket on the fluidics mechanism. The risk management report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. A CAPA was opened to address this issue. This issue was determined to not be safely related. This know issue was evaluated and a field service replaceable poron washer is being implemented. This report mailed in to FDA on: 07/10/2008.